Event description:
This event was captured based on literature review of the article: unilateral iliac artery stenting improves perfusion and symptoms in both limbs in patients with bilateral iliac lesion. It was reported that sixteen patients with chronic occlusions were treated with unilateral angioplasty/stenting. Clinical success was 100% for the treated limb immediately after the procedure and 93.8% for the contralateral limb. One patient with ischemic rest pain in the occluded limb continued to experience severe symptoms after contralateral cia stenting despite hemodynamic improvement; he had a femoro-femoral graft implanted 2 months after the initial intervention and was considered the only clinical failure. During a mean 24-month follow-up, all stented arteries remained patent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Attachment: unilateral iliac artery stenting improves perfusion and symptoms in both limbs in patients with bilateral iliac lesion.